Event description:
Vaginal hysterectomy: multifire endo gia 30 stapler placed on right infundibular pelvic ligament, vaginal approach.* grey approximating level broke while being closed; would not close completely, unable to open. Stapler fired in attempt to acheive release (3rd fire of stapler) but still would not release. Release achieved after approaxiamtely 15 minutes by utilizing button that allows removal of cartridge. Exploratory laparotomy required to control bleeding = 2 additional hours of surgery. *stapler had been used vaginally before with company rep present indicating that it was ok to do sodevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.